Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 7425, pain stim ipg; implanted: (B)(6) 1997, model: 3888-28, pain stim lead; implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had pulled back and dislodged. The lead also displayed high pacing impedance. An attempt was made to reposition the lead, but the physician chose to remove and replace the lead. No patient complications have been reported as a result of this event.